Event description:
Smartablate irrigation tubing set (item #342870; ref #sat001) may be experiencing some batch/lot issues regarding clouding and unwanted air bubble formation during irrigation, making the product unusable. Patient code: 4580. Device code: 4062. Ref report: mw5182547.